Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and perigee were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to genitourinary device complication, pelvic pain, dyspareunia, voiding dysfunction, and failure of synthetic mesh a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.